Event description:
It was reported that the nurse noted blood in the helium tubing of the balloon catheter during morning assessment. The pump continued to pump and did not alarm. The catheter was removed and deliberations were made if the patient would go for a high risk ptci or CABG surgery. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00029.

Manufacturer narrative:
(B)(4). The reported complaint of iabp did not alarm is not able to be confirmed. The attached photos show an iabp recorder strip with helium loss 3 and high pressure alarms, which can be associated with iabc rupture. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the nurse noted blood in the helium tubing of the balloon catheter during morning assessment. The pump continued to pump and did not alarm. The catheter was removed and deliberations were made if the patient would go for a high risk ptci or CABG surgery. No patient harm or injury. The patient status is reported as "fine". See associated MDR# 3010532612-2023-00029.